Manufacturer narrative:
It was confirmed the device is not available for evaluation in-house as the device remained partially implanted in the patient. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor breaking. Probable root cause: process: inserter, implant, and/or guide manufactured out of spec. Anchor not assembled properly to inserter application. Excessive force impacting inserter. Movement of guide out of orientation. Guide buried into bone. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the nanotack guide was placed on the acetabular rim. A nanotack drill was successfully used to create pilot hole without and problems. Anchor was introduced to guide and malleted into bone. Trigger arms on anchor were deployed, and guide was pulled from joint. Upon the removal of the nanotack guide multiple peek fragments of the nanotack flex anchor were protruding from acetabular rim. Majority of anchor remained in the bone but about 30% of anchor body fragmented into the joint. These pieces were removed from the joint space.